Event description:
Info received indicates the scale is not accurate, will not zero and the pt's weight disappears from the screen after the pt is weighed.

Manufacturer narrative:
The hill-rom tech found the scale was out of calibration. The tech calibrated the scale to repair the bed.